Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer stated that the insulin appeared to be gelled at the luer lock. The customer's blood glucose level was not impacted. Tandem technical support reviewed the handling of the insulin with the customer and the customer indicated that the manufacture's labeling of the insulin, cartridge and infusion set will be followed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.